Event description:
Customer reports when plugging in the charger to their adc device, "there is popping sound and it fire." No further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports when plugging in the charger to their adc device, "there is popping sound and it fire." No further details are available at this time. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no evidence of electric mark, burn mark or fire observed. Visually inspected the returned usb charger and usb cable and no damage was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly). Observed burn marks and evidence of contamination. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. There are no signs of burning or melting anywhere but multiple areas of heavy corrosion therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.